Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case (B)(4) - (B)(6) damaged power supply board. There was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4). Case subject: there was no patient involvement. 8015 did not turn on account name: (B)(6) account #: 1371200 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(4). No patient or user involvement: no patient or user harm: no. Case description: triton had a pcu8015 did not turn on. No ac light when power cord plugged in. Pcu sn (B)(4). Case resolution: I recommended triton to replace power supply processor board. Assisted with a part number. Triton will replace power supply processor board. Ref: (B)(4).